Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the deflectable videoscope exhibited no image, scope communication error b30, and breakage of a circuit board . There were no reports of patient involvement.